Manufacturer narrative:
All information reasonably known as of 10 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
User facility medwatch report (B)(4) is included as an attachment. The device history record for lot m18351t502 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
FDA medwatch/user facility report number (B)(4) was received, and the following information was provided: rn (registered nurse) went to suction preemie (premature) infant in nyicu (nursery intensive care unit). She was unable to get the ballard online suction to work. It seemed to be leaking around the suction portion of the product. A new online suction was placed and worked properly. The event was reported to the company representative. There was no harm to the infant." Date of event was provided only as "(B)(6) 2020." Additional information received 20-apr-2020 included the product stock code. Intial information submitted indicated that the device "malfunctioned." No patient injury was reported.